Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Logfile review for the day of treatment shows all system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The reported treatment could be identified in the logfile. The logfile shows that the reported treatment in left eye was performed successfully. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. A clinical evaluation from company representative was requested but could not be provided. Complaint was closed based on available information. No technical root cause could be concluded. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient experienced hypercorrection of myopia following surgery, resulting in poor vision and difficulty focusing on the left eye of a patient with the post operative outcome more than one diopter after photo refractive keratometry surgery. There are multiple related reports for this event. This report addresses the patient dlb, left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).